Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment. The damage to the collar and shaft is consistent with the device being torqued/twisted in one direction by the user during use. There were numerous kinks to the shaft of the device. At 10.5cm-11cm from the collar, the shaft was flattened. Product analysis did not confirm the reported difficulty to advance a stent through guide catheter as the clinical circumstances could not be replicated. There were numerous shaft kinks, a flattened shaft segment, as well as a partial collar and shaft detachment found to the device during analysis. The damages would likely cause resistance upon entry and advancement of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the stent could not be delivered through the guidzilla. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, the physician tried to deliver the stent through the guidezilla but, only the balloon could pass through. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that partial collar and shaft was detached.